Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, during the placement of the pigtail chest tube in the wayne pneumothorax tray, the operator of the device unintentionally breached the patient's liver. The patient was transferred to the interventional radiology department, where the tube had to be removed in an additional procedure. No further patient adverse events or additional procedures were reported. Additional information has been requested from the customer, but none has yet been provided. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Additional information: other relevant history. A review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, specifications and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review and complaint search on lot could not be performed as the complaint lot number was not provided. As a part of the investigation, cook reviewed the documentation surrounding the wayne pneumothorax trays. This review considered the relevant manufacturing instructions, drawings, specifications, instructions for use, risk analyses, quality controls, and labeling of this device. Specifically, there is 100% verification that the distal tip is free of nicks or damage, the length of the catheter is confirmed, and there are markings on the catheter to aid placement. It was determined that there are adequate controls in place to ensure the product is manufactured and used as intended. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The clinical assessment made note that there is no alleged malfunction or device failure. There is also no information regarding any procedural difficulties that may have contributed to this event. Based on current information, therefore, the clinical assessment determined that it is feasible to suggest the cause of this event is medical procedure related. The potential contributing factors include irregular patient anatomy, user technique, and the needle size. Without a device returned, a root cause cannot be confirmed. However, based on the clinical evaluation and customer testimony, it is possible that the root cause is product use and user technique. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.